Event description:
The event occurred in china. It was reported that newly purchased internal pressure sensor cable is experiencing occasional pressure failures. It is unknown at this moment when was the failure occurred and detected. No harm to any person has been reported. A pressure reading issue, can lead to a pump stop, if the intervention is set by the user, therefore a report is required. Complaint # (B)(4).

Manufacturer narrative:
Note: this event occurred on the china market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012. A follow-up medwatch will be submitted when further information becomes available.